Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the displacement, no delivery, basic occlusion and occlusion tests. No motor error alarm noted. Motor passed motor test. The excessive no delivery alarm could not be verified due to prime anomaly. It also had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue; the customer was trying to clear the alarm and rewind and received a no delivery alarm. The device was returned for analysis.